Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the hi torque guide wires instructions for use states: do not push, auger, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented to the emergency room with acute coronary syndrome, and a non-st elevated myocardial infarction with a positive troponin test result. Two unspecified drug-eluting stents (des) were deployed in a sub-occlusive, stenosed, de novo lesion in the proximal and mid left anterior descending (lad) coronary artery. At the conclusion of the procedure, when attempting to withdraw a 014 balance middleweight (bmw) hydro j 3cm guide wire, resistance was felt as the bmw was reportedly jailed between two stents. During several attempts to free the guide wire tip with force applied, the guide wire reportedly separated into two pieces. As the separated distal 4cm of the bmw tip remained secure between the stents and the vessel, no intervention attempts were made. The procedure was concluded with a timi flow of 3 and no residual stenosis. The patient condition is reportedly good with no adverse patient sequelae. No additional information was provided.